Event description:
It was reported that; the collar of the 8mm self drilling anchor c screw loosened and came off while inserting through the inserter. No adverse affect happened and he just replaced with another screw.

Manufacturer narrative:
Method: device history review & device inspection. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The reported device was confirmed to have a deformed locking clip upon visual inspection of the returned device. Conclusion: the established causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.